Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: failure to cross. It was reported that the stent delivery system (sds) failed to cross the lesion and a dissection occurred at the target lesion. The procedure was performed to treat a de novo lesion located in the mid right coronary artery (rca) with a 90% stenosis, which was mildly calcified and tortuous. Predilation was performed; however, the 3.0x18mm promus failed to cross and a grade b dissection occurred. Two endeavor stent were used to treat the lesion and dissection. You are receiving this MDR report from abbot vascular because boston scientific corporation distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the eea. Promus in manufactured by abbott vascular and the authorized european rep is abbott vascular international bvba.

Manufacturer narrative:
.